Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of hernia was not reported. It was not reported if the patient was hospitalized for hernia. The treatment and outcome of hernia was not reported. The pd therapy was ongoing. Additional information was requested but is not available at this time.